Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted during testing. No display ramping on its own anomaly noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with scratched display window. No freeze errors or unexpected alarms noted during testing.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a button error alarm and freeze error. The customer's mother reported that the button error alarm was unable to be cleared. The customer's blood glucose was 427 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.